Event description:
Patient was hospitalized for hyperglycemia. Patient reports blood sugars were "extremely high" and that the glucose meter at the hospital could not obtain a reading. Suspect device was being worn at the time. Device passed all technical inspections.